Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the device exhibited multiple stored pacemaker mediated tachycardia episodes that were attributed to noise on the atrial channel. The physician adjusted the sensitivity settings. The patient's condition was reportedly good.

Manufacturer narrative:
(B)(4).